Event description:
It was reported through clinic notes dated (B)(6) 2011, that a vns pt experienced an increase in myoclonic seizures with jerking during the day. The pt's vns was interrogated during the office visit and settings remained unchanged along with end of service remaining "no". The treating epileptologist further indicated that he would refer the pt for generator replacement surgery as it was possible that the battery was wearing down in light of the increase in seizures. At the moment, good faith attempts to obtain additional info from the treating epileptologist have been unsuccessful to date.